Event description:
Customer reported via phone call that the insulin pump has reoccurring no delivery alarms during bolus. The reservoir is not empty. Customer disconnected and was advised to perform fixed prime; insulin did exit but after 2.4 units there is a no delivery alarm again. Customer tried wearing a holiday insulin pump and did not receive a no delivery alarm with the same set. Customer insisted on getting the insulin pump replaced. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.